Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse on-site inspection found that the inflatable pipe fell off, and it returned to normal after the pipe was connected back. The specified performance test was performed according to the requirements of the factory. The equipment passed all tests, and the performance parameters were within the normal range. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) hospital reported that when the device was turned on and used, it found that the equipment prompted automatic inflation failure, and the use of the faulty equipment was stopped immediately. There were no injuries reported.